Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-94. This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Service determined that the cause was due to defective main batteries and the configuration options need to be reset. The main batteries were replaced and the configuration options were reset to resolve the issue.